Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the stylus touch pen being unable to be successfully calibrated, using a 2-point calibration. However it was noted that using a 25-point calibration the stylus worked perfectly to the touch screen. The bezel shield assembly was replaced and the stylus was replaced as well, as a preventive measure, and calibrated to the touch screen. There was also a broken latch tab on the power cord bay and the bay was therefore replaced. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen was unable to be calibrated. Multiple pens were tried but the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.